Manufacturer narrative:
Reported event: an event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this extremely active and athletic patient, periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion. Consistently benign x-ray appearance over six-and-a-half years, unremarkable mris in (B)(6) 2014 and (B)(6) 2016, and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The consulting clinician stated that periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion but consistent benign x-ray appearance and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient stated mid-2012 that he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons the first week in (B)(6) for second opinion and possible revision. Update reported on (B)(6) 2017 that their pain has gotten worse.

Manufacturer narrative:
Corrected data: it was discovered that the selection was inadvertently missed during the submission of the initial report. Has been updated with the appropriate information. Reported event: an event regarding alleged pain, dislocation, abnormal ion levels, poly wear, corrosion and altr involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation -medical records received and evaluation: the provided primary and revision operative reports, MRI, histopathology and lab reports and x-ray printouts were reviewed by a consulting clinician who indicated: "in this extremely active and athletic patient, periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion. Consistently benign x-ray appearance over six-and-a-half years, unremarkable mris in (B)(6) 2014 and (B)(6) 2016, and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." "Review of this additional documentation, including surgical histopathology report, which is consistent with expectant poly debris and not diagnostic of pathologic trunnionosis or altr, does not alter the conclusions of my previous report." "Included are the complete hospital records of the admission of (B)(6) 2017 through (B)(6) 2017, including the previously reviewed left total hip arthroplasty operative report and surgical pathology report. The pathology report describes tissue labeled ¿left hip synovium¿ as ¿a fragment of pinkish tan tissue measuring 2.4 x 1.2-cm¿. This is not consistent with metallosis." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review : there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient stated mid-2012 that he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons the first week in (B)(6) for second opinion and possible revision. Update reported on 5/08/2017 that their pain has gotten worse.